Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen displayed lines and became nonfunctional after the user removed the device from a pocket, which prevented interaction and dosing and led to a replacement device being shipped while the original remained pending return. Symptoms included no adverse clinical effects. Outcomes included no reported impact to health, hospitalization, or medical intervention. Investigation included review of the reported device behavior and coordination for device return. Investigation of this case revealed a device display malfunction consistent with screen visibility failure that impeded pump operation. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the display assembly.